Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a fundoplication procedure, one reload unit failed to be inserted in the device, because the reload unit broke inside the reload housing. There was no reported patient consequence.